Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump was received with cracked case on lcd display window corners, cracked battery tube threads, cracked reservoir tube, scratched lcd window, missing end cap sticker, and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was performed. The device was returned for analysis.